Event description:
During follow-up, externalized conductors proximal to the rv coil were observed. Electrical measurements were all within normal functional range. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.